Manufacturer narrative:
(B)(6). Return requested. Replacement open spine clamp shipped to site 08/10/2016. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative reported their open spine clamp screw was worn out and no longer usable. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The device was returned to the manufacturer for analysis. As returned, the adjustment screw had been turned to the extent of the screw to open the clamp and had seized. A visual examination did not reveal any mechanical issues or physical damage. Breaking the screw loose returned the clamp to normal function. The threads of the screw were not found to be damaged or worn. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.